Event description:
It was reported that during the implant attempt the lead was repositioned due to "poor numbers". During the repositioning attempt the helix would not extend with recommended number of rotations. The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant attempt the lead was repositioned due to "poor numbers". During the repositioning attempt the helix would not extend with recommended number of rotations. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.